Event description:
The patient reported that they used the suspect device to check their blood glucose and obtained results over 500 mg/dl. Pt injected insulin based upon the results and later felt clammy and sweaty. Pt called the paramedics, who used their own equipment to check their blood glucose and the level was 49 mg/dl. Emergency medical technicians treated pt with an IV at home. The suspect device was replaced with new product and authorized for return to the manufacturer for evaluation. Glucose control solutions were not used on the system. The test strips had not been stored to the manufacturer's labeled instructions. The strips were kept out of the original capped vial and stored loose in the carry case pouch.